Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated high lead impedance readings were obtained during a generator replacement surgery. The surgeon elected to leave the new generator in the patient with the old lead and perform a lead revision at a later date. The output current was set to zero. The explanted generator has been requested for return. Attempts for further information have been unsuccessful to date.